Event description:
On or around august 16, I received liposuction in my back bra roll area and lower back, along with j plasma for skin tightening. My procedure was performed by dr. (B)(6) at (B)(6). Since the procedure I've been in pain and have a difficult time sleeping at night and performing regular routine duties because of it. I've had multiple follow up appointments with dr. (B)(6) and had to go to the emergency room due to the pain and movement restrictions I was experiencing. I've also had to have more pain medication (ineffective) called into my pharmacy. During my last visit with dr. (B)(6) (about a week or so ago), it was suggested that I go to my primary doctor to be referred to a neurologist and that a note would be written to my primary doctor. I have yet to hear back from anyone yet, but plan to follow up with my primary doctor and dr. (B)(6) again this morning. FDA safety report ID # (B)(4).